Event description:
It was reported that during an incarcerated ventral hernia procedure, when the device was opened, a bug or insect of some type was found inside the sterile packaging. Procedure was completed with another device of the same product code. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Lot # m4ha4p. The tlc75 package was visually inspected. The box, blister, instrument, box, and tyvek lid were all checked carefully and no insect or foreign matter of any kind was found. It is possible that foreign matter was unsecured and became lost during the sample return process. During inspection it was noted that the tyvek delamination (separation of tyvek layers.) Was present. Tyvek delamination causes the package to be difficult to open and difficult to remove the device from the package using sterile technique. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique. The complaint for insect foreign matter was not confirmed. Lot history records for m4ha4p, product code tlc75, were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.